Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. (B)(6).

Event description:
During a vascular procedure for aortic dissection, an unspecified number of marker bands from a 5f super torque diagnostic catheter dislodged in the patient and could not be removed. The patient died during the procedure. The cause of death was reported to be due to the poor condition of the patient and not the device. The markers were mismatched and remained in the patient. The remaining markers are stacked at the end of the catheter. The surgeon tried to remove the markers fallen into the patient but without success.

Manufacturer narrative:
During a vascular procedure for aortic dissection, an unspecified number of marker bands from a 5f supertorque diagnostic catheter dislodged in the patient and could not be removed. The patient died during the procedure. The cause of death was reported to be due to the poor condition of the patient and not the device. The markers were mismatched and remained in the patient. The remaining markers are stacked at the end of the catheter. The surgeon tried to remove the markers fallen into the patient but without success. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile diagnostic cath mb 5f pig 110cm 6sh was received for analysis coiled inside a plastic bag. Per visual analysis, all of the 20 marker bands were found moved/ out of position at distal section of unit. The unit presented elongation on catheter body from 81.0cm to 88.5cm from the hub near to the eighteenth marker band. Elongated length measured 7.5cm. The catheter showed all marker bands (from mb 1 to mb 20) moved from their original place (some of them pile up together). Per specification the catheter length was measured and result was 110.7 cm long. No other anomalies were found. The catheter ID and od of body shaft was measured at different parts as well as the distal section measured between marker bands and also near to the elongation area results were found within specification, except from dimension # 15 to dimension #19; where elongation was noted. An emerald guide wire lab sample .038¿ was inserted in the catheter via tip. Emerald guide wire was stopped at 4.8 cm from distal part due to the marker bands moved on this site; no intended for it. Then, the guide wire was inserted via hub and it went through until it was stopped at 100.2 cm from the hub, due again to marker bands piled up on this site, no intended for it also. Per microscopic analysis, the distal section of unit was observed under vision system and the marker band marks on unit¿s surface did not present evidence of damage (scratches, peelings, abrasions, etc.). No anomalies observed. The complaint reported by the customer as ¿diagnostic endovascular catheters-marker band-dislodged-in patient ¿was not confirmed as all 20 marker bands were located on the returned device. However, the marker bands were found to be off-set out of position. The exact cause of this marker bands off-set out of position condition could not be conclusively determined during the analysis. Based on the analysis, the catheter presented with elongations which may suggest that force was applied during use/handling of the device allowing the marker bands to become off/set out of position. Neither the DHR nor the analysis suggests a manufacturing related cause for this event; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product was shipped for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.